Event description:
It was reported " iapb battery died immediately when unplugged from ac power without alarms". Additionally it was also reported that the user did not receive any battery alert alarms. Breaker was on and no alerts for "battery inoperative" were in alarm history. To continue therapy the pump was exchanged for another pump. No patient injury or consequence reported. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iapb battery died immediately when unplugged from ac power without alarms". Additionally it was also reported that the user did not receive any battery alert alarms. Breaker was on and no alerts for "battery inoperative" were in alarm history. To continue therapy the pump was exchanged for another pump. No patient injury or consequence reported. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "iapb battery died immediately when unplugged from ac power without alarm" could not be confirmed upon investigation of the returned sample. The customer returned the battery (part number: 4000-9022-001, lot number: (B)(6)) for investigation. The returned battery passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The operator's manual states "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend on complaints of this nature.